Event description:
It was reported that the devices provided inaccurate pr readings. Customer reported that the device reported readings of 80 bpm while ECG monitor recorded values of 26. Customer reported that there are 16 devices (unknown serial numbers) which provided inaccurate pr issues as well. There is no known impact or consequence to patient.

Manufacturer narrative:
Attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.